Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00764 the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to a dislocation. The head separated from a dual mobility liner. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient was revised approximately one month post implantation due to a disassociation of the competitor liner and cup and a dislocation of the head with a competitor liner. The head and liner were revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: unk stryker trident ii cup; unk stryker mdm liner. H6: proposed component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product information or medical records were provided. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. As the manufacturer of the femoral head is unknown, confirmation of compatibility within articulation construct cannot be determined. Additionally, it is unknown if the use of the zimmer biomet stem with the construct caused or contributed to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.